Event description:
This report summarizes one(1) malfunction. A review of the reporting information indicated that model ecp0112g biopsy instrument was allegedly contaminated with a foreign material within the sample tray. There was no further treatment. This report was received from one source. This event involved one patient with no reported patient injury.

Manufacturer narrative:
The lot number of the device was provided and a lot history review performed. One encor probe and piece of material was returned for evaluation. The material was received affixed to a piece of paper with clear plastic tape. Visual inspection of the returned device and material noted the probe to be bloody. The returned material was scanned via ftir spectra analysis. However due to the size and returned condition of the material, the ftir spectra analysis was unable to analyze the material and therefore could not match a known material or compound. As it is unclear what the material is or where the material came from, the investigation is inconclusive for the reported foreign material.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that model ecp0112g biopsy instrument allegedly there was contamination of a foreign material within the sample tray upon retrieving the sample. There was no further treatment. This report was received from one source. This event involved one patient with no reported patient injury.